Event description:
It was reported an air leak was noted with the introducer sheath. An embolism, st elevation, chest pain and low blood pressure were noted. There were no further complications and ablation continued. A 7f lasso catheter was used with this sheath.

Manufacturer narrative:
One 8f fast-cath introducer and dilator were rec'd for eval. Visual inspection revealed a blood-like substance on the returned device and clear fluid visible in the extension tubing. No physical damage was noted to the device. Leak testing was performed using 4.5 psi of air which was attached to the distal end of the sheath tube; no anomalies were noted. Add'l testing confirmed there was no aspiration noted through the extension tubing. The stopcock was checked in all three positions; no anomalies were noted. Microscopic examination of the stopcock revealed no anomalies. The hemostasis cap was removed which revealed the seal was properly seated. Microscopic examination of the seal revealed a normal MFR slit with no visible abnormalities. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, functional testing revealed no leaks or aspiration through the side port. Additionally, no damage was noted to the hemostasis seal during testing. Therefore, the cause for the reported air leak and pt complications remain unknown.